Event description:
A us distributor reported that a patient was experiencing adjust belt and can connection messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and can connection status messages) was isolated to the white wire being pinched. The root cause for cut cable was unable to be identified. There was no adverse event that resulted from the damaged belt.